Manufacturer narrative:
The catheter was returned for evaluation. Onyx residue was found inside the catheter hub and tip. The catheter was found to be ruptured at approximately 5.9cm from the distal end. Based on the device analysis, the customer's report was confirmed. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. All products are 100% inspected for damage and irregularities during manufacture. Per the onyx IFU (instructions for use): "do not interrupt onyx les injection for longer than two minutes prior to re-injection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture." ¿only use thumb pressure to inject onyx les. Using palm of hand to advance plunger may result in catheter rupture due to over pressu rization in the event of catheter occlusion.¿ ¿based on clinical practice, it is recommended that onyx les be injected at a steady rate of 0.16 ml/minute (0.25 ml/90 second). Do not exceed 0.3 ml/minute.¿

Event description:
It was reported that hand pressure was used to inject onyx.

Manufacturer narrative:
(B)(4). Device investigation is ongoing. A supplemental MDR will be filed when the investigation is complete. (B)(4).

Event description:
The following report was received through medtronic (covidien): the customer reported that during embolization of a ruptured cerebral vascular malformation located in the left fronto insular with onyx 18, the catheter ruptured at the middle segment during injection which resulted in an onyx fragment leak into the middle cerebral artery (mca). The vessel was not tortuous. The catheter and guidewire were prepared as per the ifus. The dead space of the catheter was filled with dmso. The physician paused 1 min during the injections. There was 1 cm of onyx reflux. There was no resistance at the beginning but at the end resistance was felt. The injection rate was followed as indicated in the IFU. The duration of the onyx injection was 15 minutes. The patient is asymptomatic. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.